Event description:
A cgm error 42 was reported. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, after which the issue was resolved and the sensor session was successfully started.